Event description:
It was reported that this ambicor penile prosthesis (app) had fluid loss. The existing device was explanted. There were no patient complications reported.

Event description:
It was reported that this ambicor penile prosthesis (app) had fluid loss. The existing device was explanted. There were no patient complications reported.